Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received one hundred (100) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the shield/cap stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated: "it was discovered there was an incorrect cap color in the unused shelf pack."